Event description:
It was reported that upon interrogation the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion exposing the outer coil at 18.0 cm to 19.5 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device.